Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# serial# (B)(6), implanted: (B)(6) 2022, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Issue was not reolved.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2j593 serial# implanted: (B)(6)2022-explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Pss received call from patient in regard to the same issue previously reported. The caller stated that they were needing help finding a physician in the area that is familiar with the ins. Caller mentioned that they have had some falls and are needing an MRI, but are having trouble getting one done. The caller also mentioned that they spoke to a rep and wanted to get back in touch with them. Pss sent an email to the field with this request. Pss sent an email to the caller with physician listings. Additional information was received on 2024-dec-09, patient (pt) called about the letter, pt said it asks the question: is device removal or replacement planned? Pt said yes, they have an appointment to meet with hcp in (B)(6) on thursday. Pt repeated some information already documented in this case about their device not working, the battery is either dead or the wire is broken, they found out when they got an MRI and they have been in touch with the rep. Pt also requested ID card be sent.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use, during the event include: brand name: surescan, product ID: 978b128 (lot#: va2j593), product type: 0200-lead, implant date: 2022 (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). For urinary/bowel dysfunction and urge incontinence. It was reported, that said the device doesn't work anymore. Patient said, the battery was dead and the wires were broken. Patient saw a representative yesterday at the hospital and the representative was supposed to get in touch with someone to get a hold of the patient. The patient was redirected to their healthcare provider to further address the issue.